Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd as lvp 20d low sorb 2ss 0.2m cv had leakage. The following information was provided by the initial reporter: material#: 11532269. Batch#: 25085210. Verbatim: rcc received a complaint via phone. Pir attached. This tubing leaks at the filter.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.